Manufacturer narrative:
Off label use of device by filling with insulin pen instead of using ez fill filling accessory, filling with u500 instead of u100 insulin, and wearing the device more than 24 hours since it is designed for a maximum of 24 hours use.

Event description:
The patient wore her v-go longer than 24 hours. She had it on for two days, and reached a high blood sugar of 600. She was filling her v-gos with pens, and because she found it difficult to do so, she had it on for two days without changing to a new, filled v-go. She went to the ER with her son, so there were no paramedics involved. She got there at 4pm yesterday, (B)(6) 2018. She was given insulin IV in the ER. She was discharged at midnight and had a blood sugar of 363 at discharge.